Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Interrogation of the pulse generator revealed myoptential oversensing on the ventricular channel. The oversensing could be reproduced with isometrics. Programming changes were made and the patient was doing fine.